Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended performing a lead revision. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in section e1.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended performing a lead revision. This rv lead remains in service and no adverse patient effects were reported.